Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon commented that cup was loose.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method and results: device evaluation and results: a material analysis has been performed. The report concluded: "metal transfer markings were observed on the articulating surface and the taper on the head. A metal transfer ring is seen on the proximal end of the ceramic head taper, indicating proper seating between the taper and the hip stem trunnion. Damages observed on the x3 liner and trident psl were consistent with explantation damages. No materials or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no patient medical records were provided. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because no patient medical records were provided for review. No further investigation for this event is possible at this time as no devices and insufficient information was received by (B)(4). If devices and/or additional information become available, this investigation will be reopened.

Event description:
Surgeon commented that cup was loose.